Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a sleep apnea device implanted and when it was turned on, the apnea device interfered with the patient's implantable pulse generator (ipg). There was an extra electrical impulse on the pacemaker's right ventricular (rv) electrocardiogram (ECG). The ipg remains in use, while the sleep apnea device was turned off. No patient complications have been reported as a result of this event.